Manufacturer narrative:
It is unknown when the event occurred. (B)(4). Product investigation is not yet completed; no conclusion could be drawn. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision surgery on (B)(6) 2017 to remove a broken condylar plate that was implanted on (B)(6) 2017. The plate was removed and replaced with a plate from another manufacturer. This complaint involves one (1) part. This is 1 of 1 for (B)(4). This report is for a plate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. These dates were reported in initial (B)(4) as (B)(6) 2017 in error. The correct date is (B)(6) 2017. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part number: 02.124.410s synthes lot number: 9709791 release to warehouse date: 12.nov.2015 expiry date: 01.nov.2025 manufacturing site: mezzovico no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Information from manufacturing side received: completed at the site on 22.12.2017: involved lot (lot#9709791) has been manufactured in 2015. All the inspection performed according inspection sheet passed. A typo has been detected at the operation step 0060 "electrolitic bath" (qty of pieces indicated as 10pcs instead of 8 pcs). The involved lot has been manufactured starting from raw material lot#18942(18507). The review of the raw certificate has been performed: in the certificate it is reported that the material fulfills the specification. See attachment "18942(18507)_cert.pdf" no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have forwarded the received part to the responsible manufacturing site for investigation, here is the statement: upon visual inspection of the complaint device it can be seen that the the plate is visually damaged and abnormally bent post production and it's broken at level of hole va-4 and it has been returned not in original packaging. Information etched on product matches to complaint system and DHR, this thus confirming the complaint description. DHR review showed no issues. The plate was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure w-m-s080. All the measurable features pertinent to complaint condition have been found conforming to specification. The plate is abnormally bent post production and it's broken at the level of the hole va-4; for these reason the hole 4 is and some features of the hole 3 are not measurable. The holes 1,2,3,5,6 closest to the breakage area were reinspected: the relevant measurable features for these holes were found conforming to specification. Since all the holes are manufactured in the same production step, using the same cnc program and tools (repeated features), it can be stated that hole 4 is in spec, as well. The plate thickness and width were measured in different points of the plate and found in specification. The raw material has been verified through review of certificate documented in the DHR review section. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. The manufacturing investigation is disposed as confirmed due to evidence that the part is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: wire (part number unknown, lot number unknown, quantity 1).